Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue began. The patient reported obtaining blood glucose readings of "550, 344, 505 and 320mg/dl" on the subject meter, within 20 minutes. The patient manages their diabetes with self-adjusted insulin. The patient reported adjusting their insulin to 30 units of lantus (usually novorapid and levemir) in response to the alleged issue. The patient did not report any symptoms or any other medical treatment. The patient denied testing on any other device. At the time of troubleshooting the cca determined that the patient was not cleaning their fingers before performing a blood glucose test. Replacement products were still sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hyperglycemia while using the subject meter.

Manufacturer narrative:
Follow-up # 2.the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.